Manufacturer narrative:
Device passed the displacement test, self test, sleep current measurement and active current measurement. The power management parameters graph confirmed the unloaded voltage and loaded voltage was within specification range. No unexpected power loss alarm noted in the long trace or pump history. All buttons functioning properly no damage on the keypad assembly.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that insulin pump had replace battery alert without low battery alert and keypad of the insulin pump was so hard to click. Customer¿s blood glucose was 7.9 mmol/l. Customer stated that insulin pump usually prompt low battery alert. Customer was advised to discontinue use of insulin pump and revert to back up plan. Insulin pump will not be returned for analysis.